Event description:
It was reported that a 60-year-old female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 350cc (r) / unk_gel implants (l), date of implant (B)(6) 2014) developed a left breast cancer (2016), which was treated with mastectomy and implant-based breast reconstruction. At this time, the results of pathology /cytology report have not been provided. It was also reported that the patient experienced breast implant rupture on the right side. As a result, the patient underwent the right implant explantation (B)(6) 2024. It was also reported that the patient underwent surgical intervention in 2019 on the right side for breast symmetry improvement. Should additional information become available, this case will be re-assessed and notes will be updated. Since this adverse event requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).